Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient felt a shocking sensation from their implantable neurostimulator (ins) when they were doing a ¿step workout¿ while exercising yesterday and wanted to know if this was normal. The patient was at school. It was confirmed that the patient did not get a return of symptoms. Additional information received from the patient¿s family member on (B)(6) 2017 reported that the patient felt changes in stimulation when they used a ¿step machine¿. It was noted that the patient was unable to find a physician for the issue as all the doctors they talked to stated they do not deal with the device. Also, the patient did not have a physician in (B)(6) so they were sent physician listings. Nothing further had been done at the time of this report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.